Manufacturer narrative:
Pt info: information unknown/ not provided. Date of event: date unknown/ not provided model #: unknown/not provided serial # unknown/ not provided. Expiration date, UDI #: unknown as the serial number was not provided. Reporter telephone number: unknown/ not provided device manufacture date: unknown as product serial number was not provided. Device evaluation: the catalys system was not identified and could not be evaluated. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the catalys system could not be reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted article: comparison of femtosecond laserassisted cataract surgery and conventional cataract surgery:a meta-analysis and systematic review. Citation: carolin m. Kolb, mehdi shajari, md, lisa mathys, eva herrmann, phd, kerstin petermann, msc, wolfgang j. Mayer, md, phd, febo, siegfried priglinger, md, phd, febo, thomas kohnen, md, phd, febo; comparison of femtosecond laser-assisted cataract surgery and conventional cataract surgery: a meta-analysis and systematic review; j cataract refract surg 2020; 46:10751085 copyright 2020 published by wolters kluwer on behalf of ascrs and escrs

Event description:
The following article was received based on a literature review: comparison of femtosecond laser-assisted cataract surgery and conventional cataract surgery: a meta-analysis and systematic review purpose: to compare the efficacy and safety of femtosecond laserassisted cataract surgery (flacs) with conventional cataract surgery (ccs). Intraoperative complications treated with catalys had anterior capsular rupture while eyes treated with catalys had posterior capsular ruptures , it was noted that the subgroup analysis for anterior and posterior capsule tears revealed a significant difference using the catalys laser. Postoperative complications include increased intraocular pressure (iop), corneal edema, cystoid macular edema (cme), and central corneal edema. It is not clear if increased iop and central corneal edema occurred on the eyes that were treated with catalys or the other products; nor is it clear if the adverse event is directly attributable to the device. It was also noted that severe edema with reduced visual ability was more often after flacs, with most cases recovering after 1 week. Astigmatism induced by flacs occurred in 448 eyes. There are no indications in the article of any interventions provided.